Manufacturer narrative:
Investigation ongoing; rc unknown.

Event description:
Patient has a low grade persisting infection. Infection resulting in need for left side implant removal and replacement with a new implant.

Manufacturer narrative:
The investigation concluded that the device did not malfunction,there was no deterioration in the characteristics of the performance. And as such the device met specifications. Surgeon's feedback indicated that there were no problems during use of the device intra-operatively. His initial thoughts about root cause were the post-operative phase of care but not linked to device.

Event description:
Patient has a low grade persisting infection. Infection resulting in need for left side implant removal and replacement with a new implant.